Manufacturer narrative:
D10 concomitant devices: 3544989 164-03-12 - element-stem, collared w/ha, std offset, sz 12. 3622163 186-01-56 - integrip cc, cluster 56mm,g3. 3711572 170-36-07 - biolox delta femoral head 36mm od, +7mm. The product associated with the reported event is within the scope of recall z-1729-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 116 months after a left total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear, revision surgery, osteolysis, synovitis, loss of mobility, swelling, pain. No further issues or complications were reported. No additional information is available.